Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3 and h6 corrected fields: d4 - lot # the device was returned to olympus for inspection and the reported failure was confirmed. The probe was broken at 16.06 mm from its distal end , broken probe tip was not returned. A definitive root cause could not be identified. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Based on the result of analysis and the result of investigation in the past, a likely mechanism causing the reported event might be the following: [broken - probe & h-electrode contact] 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information was received from the customer.

Event description:
It was reported that during a laparoscopic gynecological surgery, the subject device that had just been inserted into the patient's abdomen lost a branch. The breakage occurred with the instrument in the abdominal cavity. The procedure was prolonged for an unspecified duration to retrieve the detached branch and replace it with another device and was completed with a competitor device. The patient did not suffer any injuries, and the outcome of the surgery was positive.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.